Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "breakage of lock on gas filter case" occurred due to when replacing the gas filter, the user may have applied excessive force to the box lock to remove the gas filter or attempted to open the lid while the box was closed, which added load to the lock, resulting in breakage. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the endoscope reprocessor exhibited need a replacement gas filter. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.